Event description:
It was reported that the patient complained that their system controller was getting extra hot sometimes. Log files were sent for review. In this set of log files, the system controller¿s temperature ranged from 38 ¿ 48c which was within the normal range. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller being abnormally warm was unable to be confirmed. A log file was submitted for review and data from (B)(6) 2025 ¿ (B)(6) 2025 was reviewed. Throughout the data, the system controller¿s internal temperature was observed to be between 35 degrees celsius and 48 degrees celsius. The observed internal temperatures were within the controller¿s design specification. Of note, the internal temperature recorded within the log file cannot be conclusively correlated to the external, surface temperature of the system controller. No atypical alarms were observed, and the controller supported the pump as intended. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 8 ¿ ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.